Event description:
Pt underwent cataract surgery on 12/29/97, and implantation of a staar model aq-2003 intraocular lens. However, the doctor stated that after lens insertion he noticed the lens was torn. The surgeon enlarged the incision from 2.5mm to 3.5mm to remove the torn lens. During manipulation the posterior capsule tore. The lens was removed and an anterior vitrectomy was performed. The capsule wouldn't seal so the surgeon used one stitch which he removed the following day. Another lens style was implanted. The pt is stable and improving.